Event description:
The customer reported to olympus that during preparation for use in an unspecified procedure the hd autoclavable camera head was observed not displaying an image. The physician switched out the device to continue the procedure with no further sequalae. There was no report of death, harm or injuries reported.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to an intermittent defective cable. Additionally, it was noted the unit has dead pixels, a defective lens coupler, and the cable failed leak testing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon reported was likely caused due to a disconnection of the camera cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.